Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Concomitant medical products: articular surface; p/n: 00596404010, l/n: 63769640, kne-nexgen-femorals-unk; p/n: unk, l/n: unk, kne-nexgen-tibial trays-unk; p/n: unk, l/n: unk, kne-nexgen-patellas-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, a revision has been planned for unknown reasons. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.